Manufacturer narrative:
(B)(4). This product was evaluated and repaired by an independent repair center.  Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the o2 sensor light (green) not coming on. The key failure is the zip ties used to fix leaks and secure pc board.